Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer believes to have received a no delivery alarm and declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.